Manufacturer narrative:
The customer was provided with a replacement device. Physio-control product analysis center further evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle when powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service technician performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle when powered on. There was no patient use associated with the reported event.